Event description:
Lpn used needle for cross hatching wound. Finished procedure and flipped up safety cover. Proceeded to clean up supplies. Went to pick up needle to dispose of and finger got stuck with needle. Exposed end of needle sticking out above safety cap.